Event description:
In 2008, a male underwent initial aaa procedure as labeled. During the procedure, a proximal type I endoleak occurred. Another MFR's stent was implanted additionally to resolve the endoleak.

Manufacturer narrative:
Evaluation: the event is still under investigation.